Event description:
Reportedly, the pt had a colonoscopy exploratory laparotomy and a right hemicolectomy in which the surgeon used a 6mm stapler for the colostomy and ileotomy. The anastomosis and staple one were reinforced with sutures. Approx eight days later, the pt went back to surgery for an exploratory laparotomy. She had peritonitis and a perforation in the mid portion of the staple line with spillage of stool. The surgeon had to perform additional surgical procedures at that time and the pt required ICU care and extended hospitalization. Device usage problem: device malfunction - that is the device did not do what it was supposed to do. Procedure: colostomy and ileotomy.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.